Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), the leadless delivery system (ds) handle was leaking a more than normal amount of saline. Area of leakage was noted at the deployment button of the ds handle. This made it difficult to maneuver due to it becoming slippery. Leakage was noted during system preparation. It was connected to a pressurized heparinized saline bag that was open to normal flow before insertion into micra introducer sheath. It was noted at this time that it seemed as if there was leakage of saline coming from the handle itself, not just the hub of the tether pin. The leadless ipg was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.